Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently responsive and required multiple presses with increased force to activate. The down arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
There was no reported patient impact associated with this complaint. It was reported that the keypad button presses did not activate desired pump functions. The distributer reported that the ok, up and down arrow buttons were unresponsive when pressed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. . If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.